Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
That hospital reported that upon receipt, hemopro2 extension cable was discovered to have a slight crack in it. No patient involvement.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The hemopro2 extension cable device was returned to the factory for evaluation. No signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. No visual defects were observed. The connecter collars of the extension cable was observed to be completely in tact. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based on the return condition of the device and the results of the investigation, the reported failure mode "break; cord" was unable to be confirmed.

Event description:
That hospital reported that upon delivery to the hospital, hemopro2 extension cable was discovered to have a slight crack in it.